Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report a patient received an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.